Event description:
The iab was inserted on 3/5/97 at 4:20 am. Poor augmentation was noted. Iab was removed and a second was inserted into pt. There were no pt complications reported from the event. Pt expired with second iab in place. Iab was not returned to co for evaluation. Iab was discarded by facility. Event complications: none from event, reported 3/6/97. Pt's current status: expired, rpt'd 3/6/97.